Event description:
It was reported that a patient observed air in the patient line of their cassette during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the observed air. During troubleshooting, it was found that the patient line clamp had been left closed during the priming phase of therapy. The patient was advised to start therapy over using new supplies. The patient discontinued therapy for the night and planned to call their nurse the following morning regarding missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who observed air in their patient line during peritoneal dialysis therapy. The cause of the observed air was due to a closed clamp on the patient line during the priming phase of therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It also warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.